Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/24/2017 with the following findings: a review of the pump black box data showed 2 unexplained pump reboots. On both occasions the pump reboot event was followed a battery alarm and a battery change was made. During a visual inspection of the pump, it was observed that the battery compartment was cracked and had damaged threads. The returned battery cap was unable to attach to the pump continued to spin. The pump was exercised with a test battery cap for 24 hours with no power issues. The initial complaint about a ¿power¿ issue was not duplicated during investigation. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. Unrelated to the initial complaint, the display screen was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).